Manufacturer narrative:
Analysis of the pump identified high battery resistance. As received the pump reservoir was empty and running in the simple continuous infusion mode. The pump continued to reset during internal decontamination and motor function testing. Dispense accuracy testing could not be performed because the pump reset. Motor resistance checks passed. Battery resistance failed. A test battery was used to check hybrid and motor function-all passed with test battery. Destructive analysis was done and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (20mg/ml, 5.236mg/day) in an implantable pump for non-malignant pain. A pump reset and safe state occurred on (B)(6) 2016. Pump replacement was recommend if a low battery reset was confirmed. The cause of the reset was due to dead battery. The patient experienced sudden symptoms of withdrawal (increased pain, nausea, and chills) the previous week and was hospitalized. It was also mentioned the patient's pancreas issues flared up and their blood sugar "went haywire." The patient still experienced pain and weakness. The pump was refilled on (B)(6) 2016 and the patient was told the pump was not working. The patient never heard the pump alarm. The reason was thought to be body habitus (patient was (B)(6)). It was noted (B)(6) 2016 was the next low reservoir alarm date. The patient was taking oral medications for breakthrough pain. However, the patient did not want to take oral medications. The plan was to replace the "defective pump." The issue was ongoing and the patient had an appointment with a surgeon for replacement. Returned pump event logs from the (B)(6) 2016 appointment also indicted and elective replacement indicator (eri) on (B)(6) 2016 (printout indicated eri was estimated to be 19 months from interrogation date) and several motor stalls spanning from (B)(6) 2016 (5 motor stalls/recoveries, lasting from 11 minutes to 45 minutes). The patient did not have any mris during that time and there with no known symptoms associated with the motor stalls. Device registry indicated the pump was replaced on (B)(6) 2016. History: pancreas issues on/off for last 20 years dosing changes: (B)(6) 2016: dose increased by 5% [hcp was questioning if the pump was working as intended; hcp told the patient that as the pump gets older it was less effective].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.